Event description:
Procedure type: sleeve gastrectomy. According to the reporter: during the construction of the sleeve gastrectomy, a misfiring of the stapler resulted in an open gastric sleeve which was repaired by placing a stapler medial to the opening. Restapling the involved tissue remaining with inadequate lumen occurred. Materials was unsure of any other additional information. Was there blood loss of 500cc or more due to the product problem? Did any additional blood loss resulting from this product problem require a blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) What is last known patient status?

Manufacturer narrative:
(B)(4).